Event description:
A caller reported an occlusion alarm that occurred earlier in the day, which caused the customer's blood glucose level to read as "high" with a specific value unknown. The customer addressed the high blood glucose by administering a correction bolus via the pump. The customer resumed insulin to resolve the issue.